Manufacturer narrative:
The customer stated the battery and monitor contacts were cleaned and the device was placed back into service. The device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.